Event description:
Additional information received. It was reported that, after the axillary to femoral bypass was performed, the patient is doing well.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 6.0 cm abdominal aortic aneurysm. It was reported that the stent graft had slipped and there was a type ia endoleak. An endurant cuff was used to repair the type I endoleak and the endoleak resolved. A post procedure CT was done and the physician noted that the proximal disjunction had been fixed. However, they also noticed a type ib endoleak that was missed when the cuff was placed. The physician decided to go back and place an aui device, extend the limbs, coil the internal iliac artery, and perform a femoral to femoral bypass. The femoral to femoral bypass became occluded and an open bypass was performed. After an unknown number of days, the femoral to femoral bypass became occluded again and the physician performed an axillary to femoral bypass. The physician stated that the cause of the event was related to the patient¿s anatomy; specifically the remodeling of the aorta over time. No additional clinical sequelae were reported.